Event description:
Same as MFR # 6000093-2005-00723 during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The physician successfully deployed a taxus express2 drug eluting stent. However, upon withdrawal, the physician felt resistance. The physician then decided to re-inflate the balloon at a higher pressure and was able to successfully remove the balloon. Post-dilatation was then performed with a quantum balloon, however, the taxus stent was sticking to the balloon. The physician attempted multiple inflation's without success in releasing the stent. The physician eventually used force to remove the balloon. No pt injuries or complications were reported. It is noted that the physician does not want to be contacted and multiple attempts to gatther more info regarding this event were unsuccessful.